Event description:
Manufacturer representative reports, patient underwent device explantation due to presumed infection. The patient presented with pus over the ins device pocket wound located in the upper buttock. The patient was tested for infection with negative results. The patient underwent total device explant. The device was not returned to the manufacturer for analysis. The exact explant date was unk at the time of this report.